Event description:
It was reported, that the patient's s1 lead was fractured. Which was verified through x-rays. And the patient did not have effective therapy. As a result, surgical intervention was undertaken to replace the lead. And effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.